Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had complained of low speed alarms on both controllers, on batteries, and on an ungrounded patient cable. The patient reported the alarms occurred when they stood up. While troubleshooting in clinic, no alarms were noted when the patient sat or stood up. The patient's chest was shaken vigorously and the alarms occurred. Log files revealed driveline fault events on (B)(6) 2022 and throughout the history. Pump stops while on battery power were noted between (B)(6) 2022 and (B)(6) 2022. There were also a few pump stops noted on (B)(6) 2022 while on the patient cable. The pump was disconnected from the controller on (B)(6) 2022 at 16:40 as part of troubleshooting, but the driveline fault alarms did not resolve with the controller exchange. The log file from the backup controller showed no pump stop events but did record low flow alarms, low speed events, and driveline faults. The patient was stable with pump stops and being referred to other centers for a pump exchange. On (B)(6) 2022 the patient received a percutaneous lead distal end replacement. The patient was to be monitored for further alarms. After the percutaneous lead repair, the patient was walking around on an ungrounded patient cable and had a pump off alarm, and they were asymptomatic. Log files confirmed a pump stop on (B)(6) 2022 as well as driveline fault events throughout the file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stops, low-speed events, driveline faults, and associated alarms that were captured while operating on the power module and battery power in the submitted log files. Though wire damage was confirmed, an additional log file following driveline repair revealed an additional pump stop and driveline faults. However, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log files captured multiple pump stops and low-speed events, as well as associated alarms, on 26apr2022 at 17:50:57 through 27apr2022 at 04:41:37. Each of the events occurred while the system was operating on the power module and battery. An additional pump stop event, as well as associated alarms, was captured on 12may2022 at 10:59:17 post driveline repair. The event occurred while the system was operating on the power module. Multiple yellow wrench advisories associated with driveline faults were also captured throughout the log files which were silenced. These driveline faults appeared to result from an issue with phase 2. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 15" segment of the driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed clear rescue tape removed from the outer silicone jacket at approximately 2-3.5¿ from the controller connector. Upon removal of the rescue tape, the driveline revealed a cut in the white silicone jacket approximately 2.5¿ from the controller connector. Examination of the driveline found moderate shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires revealed that there were breaches to the insulation of the black, brown, and green wires at approximately 6.75-7¿ from the controller connector, exposing the inner conductors. The black and brown wires redundantly support motor phase 2 and the green wire supports motor phase 1. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black, brown, and green wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in a pump stop. If the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power, the resulting phase-to-phase short would have resulted in the pump stops observed within the submitted log file. The relevant sections of the device history records for (B)(6) and driveline, serial number 10706 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 18aug2017. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including driveline faults, pump stops, and low speed events. The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.